Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of >9.0 mmol/l on an (B)(6) female patient with a cough. There was no patient information available at the time of this report. (B)(6). Collection/test times: not provided by the customer. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The I-stat result was >9.0 which would suspect sample hemolysis. The customer stated that wb was collected by venipuncture with a 21g butterfly needle into an evacuated li heparin container. Per I-stat system manual, art: 714372-00n, the customer was informed that a 21g needle is smaller than recommended. Hemolysis is possible and will not be evident without centrifuging the whole blood sample. Hemolysis can cause k+ >9.0 mmol/l. However, the customer states that there was no hemolysis detected in the sample. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 03/25/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for chem8+ lot h18340.